Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. A physio-control service representative evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device failed to provide shock and gave 'abnormal energy delivery' message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report that their device failed to provide shock and gave 'abnormal energy delivery' message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event; however there was no adverse patient outcome reported.

Manufacturer narrative:
A customer quality engineer reviewed the pco files and observed that the device gave abnormal shocks four times on (B)(6) 2020 and thereby verified the reported issue. Additionally, it was observed that the impedance during each of these shocks was very low, which suggests that the paddles were shorted. Based on all available device information the likely cause of the reported issue is use error.

Event description:
The customer contacted physio-control to report that their device failed to provide shock and gave 'abnormal energy delivery' message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section b3 event date of the initial medwatch report indicated: (B)(6)2020 section b3 event date of the initial medwatch report should indicate: (B)(6)2020